Manufacturer narrative:
Conclusion: potential adverse events with the penumbra system include acute occlusion, death, device malfunction, emboli, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, dissection or perforation and are included in the labeling. Therefore, it was determined that the reported event was an anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-000547. Hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system 4max reperfusion catheter and a 4max separator. Prior to the procedure, intravenous tissue plasminogen activator (IV t-pa) was not injected; however, urokinase (UK) was administered. Aspiration was successfully performed using a 4max reperfusion catheter and a 4max separator. The patient was injected with 4,000 units of heparin. The following day, the patient developed consciousness disorder and symptomatic intracranial hemorrhage. Cranial decompression was conducted. Seven days later, the patient expired due to intracranial hemorrhage and hemorrhagic infarct. Physician's comments: it is unknown whether administration of UK or recanalization with the penumbra system caused the event. The event was hemorrhagic infarct complicated with recanalization. I cannot deny the relation between the event and the penumbra system.